Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11mar2019. International UDI # (B)(4). Reporter: no phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power overlay switch and the issue was resolved. The fse also replaced the battery, oxygen inlet filter, inlet air filter, cooling fan filter, blower assembly, cooling fan, and tubing kit as a part of preventative maintenance.

Event description:
It was reported that the unit's light emitting diode (led) indicator turned off when the machine vibrated. There was no patient involvement. Event date not specified; estimate used.